Event description:
It was reported that the pump is alarming no disposable-clamp tubing. Silenced, reviewed settings and powered the pump off. Closed clamp and removed cassette. Gently tapped cassette and massaged, there are no air bubbles in the line. Replaced cassette and powered the pump on- pump continued to alarm. Powered the pump off and removed the cassette again. Gently tapped cassette and massaged tubing. Replaced the cassette and powered the pump on- pump continued to alarm. Advised he call clinic for further instructions. Patient not affected. Rate- 2.5ml/hr, resvol- 94.4ml, given- 18.6ml. No additional information available.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.